Event description:
It was reported that during a ureteroscopy procedure, the fiber stopped working and was reported to be overheating. The procedure was completed with another fiber with no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. The fiber device received in one piece; fiber body measured 309 cm. During the product analysis, the exposed tip measured 2 mm and was degraded. The laser fibers are consumable devices and expected to degrade with use. Additionally, there was no light exiting the sma connector, indicating a connector fracture and burn marks were also observed, this confirms the reported event. The device instructions for use (IFU) indicates that the IFU contains appropriate instructions and warnings for use. A fracture within the sma connector can occur during procedural handling of the fiber during setup, use or reprocessing, in this case the customer stated that the fiber was used 4 times. The fiber connector may have a developed a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. This internal connector fracture likely caused the connector to overheat leading to burn mark on the connector face. The IFU states that, carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. Do not bend fiber at sharp angles. If visible light (aiming beam) can be seen leaking from the fiber, fiber failure may result when therapeutic energy is applied as the fiber is deflected beyond the optical limits of total internal reflection. In the event of no output energy fiber connector may be hot to touch. Finally, ensure that the distal end is intact and that the sma connector is clean. Do not use any lighttrail reusable laser fiber with damaged distal end or damaged sma connector. Avoid touching the exposed connector end. Based on analysis result, the investigation conclusion code assigned is cause traced to component failure.

Event description:
It was reported that during a ureteroscopy procedure, the fiber stopped working and was reported to be overheating. The procedure was completed with another fiber with no patient complications.